Event description:
On (B)(6) 2022, it was reported by a arthrex employee via email that an ar-1588rt-2j tightrope ii rt white tape pulling up the graft, while passing it into the joint, was shredded. A new product was used and case completed without further issues. This was discovered during a procedure on (B)(6) 2022 additional information received on 6/27/2022: this was discovered during an acl repair procedure. The sutures completely broke off and case was completed using another ar-1588rt-2j tightrope ii rt.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.